Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. This device is 3 years old indicating it has been heavily used. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the lower portion of the jaw on the customer's expressew iii without hook broke off while the surgeon was positioning the device inside the patients shoulder during a rotator cuff procedure. The surgeon was able to remove all broken fragments of the device from the patient and completed the procedure with no consequences. This caused a 5 minute delay. The device is coming back for evaluation. No further details were available.

Event description:
The sales rep reported the lower portion of the jaw on the customer's expressew iii without hook broke off while the surgeon was positioning the device inside the patients shoulder during a rotator cuff procedure. The surgeon was able to remove all broken fragments of the device from the patient and completed the procedure with no consequences. This caused a 5 minute delay. The device is coming back for evaluation. No further details were available.